Event description:
Device 1 of 3. Reference MFR reports: 1627487-2014-12228, 1627487-2014-12229. It was reported one of the pt's leads protruded though the skin and the physician removed the lead. The remaining lead and anchors were buried deeper. The pt reported receiving effective stimulation post operative. Note the pt received two leads from the same lot number. The pt received two anchors from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.